Event description:
It was reported by service report that the fowler could not be lowered from a raised position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.